Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving gablofen (600 mcg/ml at 136.88 mcg/day) via an implantable infusion pump. It was reported that the patient was admitted to the hospital with an increase in seizures and fever. The pump's elective replacement indicator (eri) was (B)(6) 2019, noted to be less than one month from the report date. The pump was interrogated and the low reservoir alarm had begun to alarm on (B)(6) 2019 at 00:01. At the time of the interrogation, the reservoir volume was 1.4ml according to the telemetry report. The patient was being supplemented with oral baclofen and scheduled for urgent replacement of the pump. Additional follow up performed with the representative indicated that the pump had not been determined to be the cause of the seizures or fever. The actions/interventions taken in the hospital to resolve the event were unknown. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was unknown. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.